Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded discrepant results on I-stat versus their comparative instrument on a method comparison. Customer has performed a 5 pt correlation with a venipuncture with a stago and has an unacceptable method comparison. Three of the 5 patients do not compare, the average difference is 0.78. Customer later compared I-stat pt/inr lot r11270a with a previous lot and stated that results were correlating well as previous lot. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.